Manufacturer narrative:
Product evaluation: a used cartridge was returned. Viscoelastic is observed in the cartridge. The tip has stress. There is evidence that the cartridge was placed into a handpiece. The cartridge was cleaned for further evaluation. The cartridge met specification for the presence of top coat. The bottom internal surface of the nozzle has a scape mark and a disruption in the coating. An autosert handpiece and alcon viscoelastic were indicated. The customer indicated the use of a non iol. A vial was also returned, which was stated to contain the foreign material removed from the eye. The vial with liquid sent to lab unopened. The contents of the returned vial were poured into a petri dish. Microscopic examination showed a clear fiber approximately 757m in length. The clear fiber was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the fibers generated spectra to a library of spectra found the best match to be wypall fibers (paper). This is not a product used in the manufacturing of cartridges. The root cause for the reported foreign material could not be determined. A vial was returned, which was stated to contain the foreign material removed from the eye. The clear fiber was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the fibers generated spectra to a library of spectra found the best match to be wypall fibers (paper). This is not a product used in the manufacturing of cartridges. The used cartridge was returned and interior damage was observed. Material from the damaged cartridge may have been delivered into the eye. The root cause for the observed damage may be related to a failure to follow the dfu. Information was provided that a non-alcon iol was used. Per the dfu: the iol delivery system is for implantation of alcon qualified foldable iols. No unqualified lenses should be used with the iol delivery system. The use of non-qualified combinations may lead to delivery issues and/or damage to the lens or the cartridge. The qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that during an intraocular lens (iol) implant procedure, a small, linear clear strip of material semi-adherent to the posterior aspect of the iol optic in the center of the lens once it unfolded in the eye. The lens was free of blemishes prior to insertion. An intraocular forcep was used to retrieve the material and it was transferred to a glass vial for analysis. The procedure was completed with no harm reported to the patient.